Event description:
Navigated craniotomy for resection of tumor using brainlab curve. Device was guiding physician. Landmarks off by 1 to 1 1/2 inches. Multiple specimens sent to lab before tumor tissue identified.